Event description:
Info received indicates the hand pendant has bare wires showing on the cord.

Manufacturer narrative:
The tech found the pendant cable had numerous nicks in the insulation but could not determine caused them. The account will replace the pendants to repair the bed.